Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported false susceptible results for clindamycin and staphylococcus aureus when tested with the vitek 2 ast-gp67 test kit. Retesting produced the same result. The laboratory reported that it always performs kirby bauer test in parallel with vitek 2 ast testing for certain pertinent antibiotics. Testing of the patient isolate via kirby bauer produced a result of resistant. The laboratory reported the kirby bauer result to the physician; the discrepant vitek 2 result was not used in patient treatment decisions. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to the patient's state of health. Culture submittals have been requested by biomerieux for internal investigation. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
Biomérieux investigation was conducted. Identification of the organism was confirmed, and susceptibility testing included the same lot of vitek® 2 ast-gp67 card used by the customer, as well as two (2) random lots. Broth microdilution (bmd) for clindamycin (cm) was also performed. For each ast-gp67 card tested, the inducible clindamycin resistance (icr) test was negative and a susceptible clindamycin mic of <=0.25 was obtained. Broth microdilution (bmd) gave a susceptible mic=0.25 as well. Molecular testing for the presence of ermac and/or msra revealed that the organism possesses the erma gene. Based on the results of the investigation, the vitek® 2 ast-gp67 is performing in accordance with specifications.